Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle loose. Unable to performed pre-fill test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir had air bubble and the size of the air bubbles was small to large. The customer¿s blood glucose level was unknown. The device will be returned for the analysis.